Event description:
End user was using the rollator when one of the legs on the frame collapsed, causing them to fall. The result of this was that the end user hit their head, sustaining injuries to that and their spine , falling unconscious, developed intracranial bleeding and suffering the related pain, all of which required treatment. (B) 46) made aware of the event (B) (6) 2008.